Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged inaccuracy occurred on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿260-270mg/dl¿ with the subject meter which they felt was higher than their feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with oral medication (x2 500mg metformin and x1 250mg glipizide tablets per day) and as a result of the alleged product issue stated that they took an increased dosage of glipizide (x1 500mg tablet) on (B)(6) 2017. The patient reported that 30-90 minutes later they developed symptoms of ¿dizzy, sweating and shaky¿; symptoms which they associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming a sugary drink immediately and reportedly felt better 15 minutes later. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. When walking through a control solution test the result obtained on the subject meter fell out with the allowable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high results obtained with the subject meter.